Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance, it was observed in the event log that there was an error code check vent: proximal pressure sensor auto-zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the data acquisition pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Manufacturer narrative:
The removed data acquisition (da) pcba was returned to the product investigation lab (pil). Visual inspection of the da pcba revealed no evidence of damage or contamination. Functional analysis was performed and identified that the device pressure accuracy testing passed. The technician could not duplicate proximal pressure failure. The suspect data acquisition pca operates without issue or diagnostic code 110a.